Event description:
It was reported that during da vinci-assisted abdominoperineal resection surgical procedure, tissue was noted to be sticking to 8 mm harmonic ace instrument jaws. The excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.